Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and two three-way stop cocks were returned for evaluation. A non-edwards contamination shield was located on the catheter body between 4 cm and 78 cm proximal from the catheter tip. No introducer or packaging was returned with the unit. The balloon was found to be ruptured around the central area of the balloon latex and the central area of the balloon latex was missing. Blood was observed around the ruptured area. The attached non-edwards contamination shield was removed and the balloon inflation lumen was found occluded by clotted blood. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the balloon did not inflate during use because of damage (that was reported by the user). There were no patient complications reported.